Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of this death was not reported. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. No issues were found that could be related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. An external & internal inspection were performed. The power on self-test was successfully performed. A one hour therapy was successfully performed. There was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported available. Should the device is returned or additional relevant information become available, a follow-up report will be submitted.